Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month. Unfortunately, the reason for explant has not been provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) large vegetations along with disruption of the anterior leaflet of the mitral valve. Based on the additional information received from the health-care provider on (B)(6) 2012, the reason for explant was due to endocarditis the source of the infection was indicated as "central or." Additionally, the health-care provider stated that the explant was patient related not related to any device malfunction. Per the operative report provided, the patient has undergone aortic valve replacement and CABG. The patient had been well, however, he became, while on the floor, somewhat unstable and was transferred back to the ICU. It was found that the patient had gram-positive cocci in his blood and his lines were removed when the patient became septic and cultures grew out gram-positive cocci. These both turned out to be (B)(6). Multiple transthoracic echocardiograms were obtained on the patient, searching for any aortic valve involvement with this, all of which appeared to be negative. Tee was performed and now had significant ai and large vegetations along with disruption of the anterior leaflet of the mitral valve. Per the operative findings, beneath the aortic valve on the ventricular side, was an abscess at the annulus that was extending from the left noncoronary commissure to the right noncoronary commissure. The anterior leaflet of the mitral valve had also been disrupted from this area and it was flopping partially loosely. Careful inspection was carried out and there was no evidence of perforation of any of these sites. Tee showed prior to starting the operation that the patient had significant perivalvular aortic insufficiency as well as significant mitral regurgitation. At the completion of the procedure the right and left ventricle were functioning well on tee. The mitral valve was well seated without perivalvular leak. There was some mild leak that appeared to be central in the aortic valve, but nothing that could be seen that appeared to be perivalvular. The patient was then transferred to the ICU in stable but critical condition. Unfortunately, the sample edwards device was not returned for evaluation, therefore, the root cause of the reported event could not be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of endocarditis is from "central or", per the response provided by the health-care provider. Additionally, per the operative report, "multiple transthoracic echocardiograms were obtained on the patient, searching for any aortic valve involvement with this, all of which appeared to be negative". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.